Event description:
On 7 july 2020, neotract was made aware of a physician who stated he had a patient that received a successful prostatic urethral lift (pul) procedure. The event date was not specified. According to the physician, the patient did great for five (5) days then had to be admitted with significant bleeding, requiring clot evacuation and transfusion. Patient had past history of use of eliquis which was held 2 days prior to the procedure and restarted 48 hours post procedure. No other information was available regarding the event.